Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a high blood glucose of 380 mg/dl and went to the hospital to be educated on how to use the insulin pump. The customer was treated with the insulin pen. The drive support cap was okay and no leaks or air bubbles were observed. The cannula was not bent, no irritation was noted at the site, and the insulin was clear and not expired. The insulin pump did alarm for reset errors and history errors. It was also reported that the insulin pump was buzzing during the rewind more than it should. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the displacement, self test, unexpected restart error, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms were noted. No other alarms noted. The pump had a noisy/grinding motor during rewind due to a faulty motor. The pump also had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.